Event description:
A 51 yr old black g5p5 female status post bilateral subcutaneous mastectomies for fibrocystic disease 1976 (multiple biopsies showed possible atypia. Family history positive for maternal aunt w/bilateral perimenopausal breast cancer. The pt had immediate submuscular reconstruction w/unknown size/type gels. She complained of increased distortion and firmness of lt in last 1 1/2 yrs. No history of trauma. She notes it is smaller but denies local pain. She reports skin tightening since reconstruction. She has minimal systemic symptoms except some upper innerarm paresthesias & swelling.